Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the first firing of the device was the specimen side of the cystic duct. The second and third firing was the pt side. The third clip scissored completely. The surgeon removed that clip and placed another in its place. Another small vessel-like structure was dissected and upon trying to clip that, (no torquing of instrument was being applied) the clip scissored completely. The surgeon then handed the device off the operating field and completed the procedure with a clip applier from a competitor. Note: the first clip placed on specimen side of cystic duct was later observed to be opening up considerably. There was no consequence to the pt.